Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning for low impedances was noted on the right ventricular (rv) lead post implant procedure. Due to the low impedance values, an insulation issue was suspected on the rv lead. High thresholds and variable sensing were also noted on the rv lead. Low impedance values were noted on the right atrial (ra) lead post implant procedure. There was also a suspected insulation issue with the ra lead. The ra and rv leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.